Event description:
Customer reported (by e-mail) being hospitalized due to high bg's. Significant events leading to hospitalization was vomiting. An e-mail was sent back explaining that troubleshooting will need to be performed to determine the cause of the high blood glucose readings that the customer was experiencing.